Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had evidence of shorting on the printed circuit board and burnt off traces on the printed circuit board. The event occurred during testing at biomed service. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: evaluation observed burn damage on the wireless flex in relation to the 'shorting on printed circuit board, traces burnt off' allegation. Evaluation inspected the device and observed fluid intrusion into the battery. The heat damaged on the wireless flex was caused by fluid intrusion. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported shorting on printed circuit board, traces burnt off, which was observed during evaluation. Evaluation has determined that the module was unserviceable for the observed issue. Should additional relevant information become available, a supplemental report will be submitted.